Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump did not recognize the cartridge during the load step. There is no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2017 with the following findings: a review of the pump¿s black box showed cs 163 no cartridge detected warnings had occurred. During investigation, a load malfunction was duplicated. The piston continued to force cartridge during the load step dispensing approximately 50 units before stopping. The force sensor calibration and force resistance was found to be out of specification. There was evidence of moisture corrosion found within the force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.